Event description:
On (B)(6) 2011, pt reported the up button on the infusion device does not function properly. Pt noticed this when she bolused and reported the up button stays "stuck down." Pt has used this infusion device for 3 years. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.